Manufacturer narrative:
Submit date: 2018-01-12 an evaluation of the kangaroo pump was performed for the reported issue of the unit keeps shutting off. The unit was triaged. Unit was powered up on battery power and passed post. Ac power was disconnected and unit was observed to charge. A feed/flush set was connected and unit was started feeding at a rate of 400 ml/h. Unit fed for approximately 7 hours with no issues. Ac power was disconnected and feed rate was changed to 125 ml/h. Unit fed for 14.5 hours before displaying a low battery message. The reported issue could not be confirmed. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the unit keeps shutting down. This occurred during testing with no patient involved.